Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that increased pacing lead impedance and capture thresholds and decreasing unstable sensing was noted on the right ventricular lead. High voltage impedance was stable. No patient consequences were noted.

Event description:
New information indicates no programming changes were made as the patient had travelled. Recommendations were made for the patient to seek a follow up in clinic while away but the patient declined pending their return. The patient will continue to be monitored remotely and was stable.